Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported her group switched to group c on its own and she can't turn stimulation off. She is feeling stimulation "too high up into the ribs" on group c. Both issues started because the implantable neurostimulator (ins) switched to group c and that was the wrong group. It switched to group c on its own "sometime during the night" and following that is when she noticed stim was too high up into her ribs on group c. She tried changing to group a, but she can feel stimulation just in a different area as stimulation is still not turned off. She has one program for group c and when she presses program one it does not provide her with any other options. The on/off button was reviewed with the patient and she initially stated white button on controller was "not doing anything" when she tried to press it, but later confirmed button responded and successfully turned stimulation off on call. She wanted to change groups and information was reviewed and she successfully changed to group a and stated that is the group she should be set at.